Event description:
It was reported that a user who started using a freestyle libre 3 plus sensor experienced a low glucose reading of 65 mg/dl for approximately 15 minutes, while a contemporaneous blood glucose value was 94 mg/dl; the user did not perceive hypoglycemic symptoms and was advised to confirm low cgm readings with a fingerstick. Investigation included complaint handling and user troubleshooting education. Further investigation of this case revealed no confirmed device malfunction and a possible sensor accuracy discrepancy. Symptoms included asymptomatic low glucose readings. Outcomes included no medical intervention, no hospitalization, and education on verification of cgm lows. It was concluded that, based on previously established findings for similar reports, the cause of the reported hypoglycemia event was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.